Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having sensor updating alerts. Customer also reported having high blood glucose of 454mg/dl and low blood glucose of 55mg/dl. High was treated with insulin pen. No treatment was mentioned for the low. Customer declined troubleshooting for the high and low. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used during the high and low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced the sensors kept updating and high blood glucose. The customer reported, a blood glucose value of 454 mg/dl. The customer reported, hyperglycemia. Hypoglycemia treated with manual injection/insulin pen, other. The event involved product(s) mmt-1884, unomedical and unk_reservoir. Troubleshooting was performed. And the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. And it was unknown, whether the customer was used the auto mode feature. No further patient complications were reported. It was unknown, whether the customer will continue using the device. And no product return is required for mmt-1884, no product return is required for unomedical, no product return is required for unk_reservoir.